Event description:
While investigating the problem described in clarify case #344493 and mrr MFR report number 1124949-2001-00005, a new nbcs problem was identified concerning the automatic application of gh assertions to donor records with nat positive test results. If a donor record in on registration hold, pending donor identification, at the start of labin (test result input), and the record is subsequently released from registration hold, the nbcs autoassert logic will not apply a gh assertion for a nat positive test result. For all other positive test results, the autoassert logic appropriately applies assertions. Positive test results will prevent the release of in-date components from the current donation. However, assertions, such as gh for nat positive test results, also prevent the release of in-date components from previous donations and prevent any new donations by a donor.